Event description:
Rec'd an electronic report from a hemodialysis user facility who has reported that when the staff attempted to twist the line for the venous access flow test, the venous line separated. The facility was contacted and it was learned that for this incident, the pt had undergone approx 30 min of dialysis when the staff attempted to reverse the lines for access test. It was then the venous line fell off. The staff were able to return the arterial side of blood. As a result of this event, the pt did have a 100 ml blood loss. Once the blood was reinfused, new bloodlines were set up and the dialysis therapy was resumed and completed as prescribed. There was no ill effect to this pt that resulted from this event. A companion sample is available for eval.